Manufacturer narrative:
(B)(4). Should additional information become available, a supplemental record will be filed.

Event description:
Provider advised that the consumers chair will turn off by itself. The consumer gets stuck in the chair and has to wait and turns the chair back on again. There are numerous 0700 error codes stored in fault log.